Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies in the main drawers 2.1 and 2.2 were missing and were not detected on the bus. A field service engineer (fse) reseated the cables, checked the components, and replaced both row board cables to resolve the issue. The fse also checked the components again, reseated the cables, and cleaned the debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, cubies were not recognized due to the read and write memory errors. The customer stated that they were able to retrieve the medication from another station, resulting in a delay. There were no adverse events or injuries reported based on this incident.